Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut near the anchor sleeve site due to explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The right ventricular capture measurements were only recorded between (B)(6) 2015, but when measured, measurements were consistently greater than 2.25v. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds. The thresholds on the rv lead had been rising over the last six months. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.